Manufacturer narrative:
A ge representative evaluated the system and replaced the image intensifier. System operates as intended.

Event description:
Customer reported blurry images. No pt injury was reported.